Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided. Model number: unknown, as the serial number was not provided. Serial number: unknown, not provided. Catalog #: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as the serial number was not provided. UDI number: UDI number is unknown as product serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable (n/a) as the iol remains implanted. Device manufacture date: unknown, as the serial number was not provided. (B)(4). The device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient with bilateral symphony intraocular lens (iol) implants complained of halos and did not adapt well to near vision. Pupil constricting drops were tried with no success. Attempts were made to remove the iol from the right eye but it could not be removed so it remains implanted. Requests for additional information were made but the account was not able to provide further details. No additional information was provided. This report captures the event with the right eye. A separate report has been filed for the left eye.